Manufacturer narrative:
It was confirmed that when the radiofrequency (rf) head is connected to the programmer and the cable is turned the programmer shuts off.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.